Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the event, there were no problems with detection, stimulation or accessing the menu. It was noted that the attachment ring was bent and both bail covers were cracked. (B)(4).

Event description:
It was reported that there was no detection at all, it was not possible to access the menu and there was no stimulation. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.